Event description:
New information received notes that programming adjustments were made; however, post-paced t-wave over-sensing persisted. Further programming interventions were discussed however no changes were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained oversensing due to post paced t wave oversensing (pptwo) was noted on the ventricular channel of the device. Programming changes were discussed. No intervention was performed. The patient will be monitored remotely.